Event description:
It was reported that the cylinders of this malleable penile prosthesis crossed over. The patient was dissatisfied with the device, which was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Update block h3: rfb device eval by manufacturer: not applicable. Update to block h6: evaluation conclusion code. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of this malleable penile prosthesis crossed over. The patient was dissatisfied with the device, which was explanted and replaced. No patient complications were reported.